Manufacturer narrative:
Medtronic representative inspected the imaging system on-site. The left side drive wheel only goes in reverse despite forward pressure on drive handle. Drive board test shows tp2 to tp22 at 5.2vdc. Adjusted r95 until the reading was at 0vdc. This resulted in no movement of left side drive wheel with handle pressure. Replaced motor drive board. Adjusted tension on drive chains, and the issue was resolved. No parts have been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and adjustment, and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was driving in reverse, regardless of the direction the user moved the drive handle. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the returned motion control board confirmed an electrical failure as both potentiometers did not adjust beyond .2vdc when tested in a known good system.